Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in (B)(6). The customer stated that the patient suffered iliac veins stenosis and stenting was performed. When the stent was deployed, the distal and proximal end of the stent was expanded. However, the middle section did not expand. The procedure was extended by more than 30 minutes due to this issue. The physician used a 10x4 and 12x4 stent to expand the middle of the protege gps without success. The physician then used anticoagulant and antiplatelet measures and directed the patient to wear stockings and raise their limbs while sleeping. A single cine images of the deployed stent was received that documented that the stent was well expanded on both ends, but was constricted in the middle.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.